Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) and noise were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for unintended movement (clip opening while establishing final arm angle/efaa) and noise. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip was inserted and placed on the mitral valve. While attempting to deploy the clip, it was observed it opened to roughly 30 degrees while establishing final arm angle (efaa); therefore, the clip delivery system (cds) was removed and replaced. It was noted that during use, the clip device sounded slightly squeakier than normal. One clip was then deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.